Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed pacing impedances of greater than 2,000 ohms. The patient was seen in clinic for follow up where all pacing impedances were in the 1,900 ohms in lv tip to lv ring. Thresholds had also risen. The pacing configuration was changed to lv ring to rv and the pacing impedances were then normal. The physician will continue to monitor the patient. The lead remains in service. There were no adverse patient effects reported. Approximately two months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.